Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of 35 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that an alarm was not heard but confirmed by telemetry. It was noted that the pump was interrogated at the clinic on (B)(6) 2017 and the event logs confirmed safe state, low battery reset that began on (B)(6) 2017 at 06:32 and was recurring up to the day of the report (B)(6) 2017 at 02:18. It was indicated that the patient¿s family, hcp, nor the representative were not hearing the pump alarming. It was noted that no parent was with the patient at the clinic on the day of the report and that the patient was not communicative. It was detailed that the patient had always been non-communicative and that there was no device or therapy issue associated with it. It was reported that they had been decreasing the intrathecal (it) dose down to 30 mcg/day anticipating the end of service (eos) in may 2017 as they were not going to replace the patient¿s pump. It was indicated that the representative would confer with the hcp regarding programming the pump to off state as the hcp was not planning to explant it. Additional information was received from the representative on (B)(6) 2017. It was indicated that the issue had not been resolved and that the representative would see the patient the next day on (B)(6) 2017. It was noted that the patient¿s family was already wanting the pump out as the patient didn't need it anymore so they were already planning on shutting it off. On (B)(6) 2017 further information was received from the representative. It was reported that the patient did not want or need the pump any longer so they were programming it to pump off state and not replacing the pump. The pump off password was provided. It was indicated that the pump would not likely be explanted at that time. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the low battery reset and safe state was the ¿pump battery life ended¿. The cause of the alarm was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-mar-24. It was reported that the weight of the patient was unknown and could not be asked. The reason for the low battery reset was unknown. It was indicated that the representative was not sure why the family could not hear the alarm. No further complications were reported or anticipated.